Event description:
After having my breast augmentation surgery in (B)(6) 2017 in (B)(6), I started experiencing range of debilitating symptoms post 3-6 months of the surgery date. A month after initial surgery I started having acne, 6 months after the surgery I started having persistent neck, back pain and daily headaches. Numerous visits to the drs and all of my x-ray are fine and change of table / posture /plates training did not show any improvement; 6-9 months after the initial surgery I started having chronic fatigue, sensitivity to chemicals, bleach, make up, sugar, coffee, teeth sensitivity. My vision deteriorated rapidly, besides, I have sensitivity to lenses and have to wear glasses. Heart palpitations and shortness of breath occurred, often candid infections and unreasonable inflammations, vertigo, brain fog, dry skin, itchy eyes, premature, severe dehydration, anxiety. I have explanted 29 days ago and have experienced drastic improvement in these symptoms post explant. Pathology report showed negative lymphoma cells but chronic inflammation. Chronic inflammation was found around the capsule. FDA safety report ID# (B)(4).